Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 45 mg/dl. No bg meter comparison value was taken. The patient was asymptomatic. The patient self-treated by eating ¿something¿. Despite eating something, the patient¿s cgm continued to display 45 mg/dl. The patient called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter was tested but no value was reported. The patient was treated with an unspecified IV medication. The patient was then transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 150 mg/dl and the patient¿s cgm device had been removed. Although a full set of cgm / bg meter comparison values were not reported during this event, the patient alleged a cgm inaccuracy. The patient was discharged from the ER after being there was less than 24 hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.